Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. They confirmed the reported issue. After the se tightened the connector, the device passed functional testing.

Event description:
Device user (du) reported that the green connector for the air inlet and heater/cooler connections are loose. Photos were provided by the customer. The issue was identified during removal of the disposable set following a case.

Event description:
Device user (du) reported that the green connector for the air inlet and heater/cooler connections are loose. Photos were provided by the customer. The issue was identified during removal of the disposable set following a case.

Manufacturer narrative:
Detailed torquing specifications will be added to the manufacturing drawings and procedures used in assembling the connectors. Additionally, the proper tooling needed to meet torquing specifications will be clarified within the manufacturing drawings and procedures.

Manufacturer narrative:
Additional clarification has been obtained regarding the CAPA root cause findings. The root cause of the reported device issue is suspected to be only related to the manufacturing procedure not providing clear torquing instructions, such as the proper torquing forces and proper tools for connections.

Event description:
Device user (du) reported that the green connector for the air inlet and heater/cooler connections are loose. Photos were provided by the customer. The issue was identified during removal of the disposable set following a case.

Manufacturer narrative:
A corrective and preventive action (CAPA) was initiated to further investigate this issue. It was determined that the causes of the device issue can be attributed to part malfunction and use of excessive force when connecting and disconnecting the connector. It was also concluded that the manufacturing procedure does not provide clear torquing instructions, such as proper torquing forces and tools, for connections. A corrective action plan for these issues are pending.

Event description:
Device user (du) reported that the green connector for the air inlet and heater/cooler connections are loose. Photos were provided by the customer. The issue was identified during removal of the disposable set following a case.